Event description:
It was reported that the patient went to the or on (B)(6) 2021. The patient had purulent drainage from the inferior portion of their incision site of a previous debridement. Their outflow graft was wrapped in purulent fluid occupying space between the wrap and the outflow graft. The wrapping was removed and the mediastinum was irrigated with antibiotic saline. Their post operative diagnostic showed sepsis, an existing device infection and an external outflow tract obstruction. The patient was listed as united network for organ sharing (unos) status 2 based on the presence of both device infection as well as extremal compression of their outflow graft. Overnight the patient developed a fever and an elevated white count consistent with sepsis from their device infection and was found to have increased purulent drainage from the area of their pervious midline debridement. The patient was transplanted on (B)(6) 2021.

Manufacturer narrative:
Previous existing device infection was reported under MFR#2916596-2021-01013. Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. Additionally, the reported compression of the outflow graft could not be confirmed through evaluation of (B)(6). (B)(6) was returned assembled with the pump cable severed approximately 5¿ from the pump housing. The device appeared to have been exposed to a fixative agent (e.g. Formalin) prior to being returned to abbott for evaluation. The distal portion of the pump cable and the modular cable were not returned. The bend relief was returned detached from the device. Portions of heart tissue were returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port; however, it was severed approximately 4¿ from the graft hardware and the severed portion was returned anastomosed to a portion of the returned tissue. The apical cuff was returned secured to the device with the cuff lock fully engaged. Evaluation of the outflow graft did not reveal any evidence of a deformation that would have been present during support. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1, "introduction," lists driveline infection and sepsis as adverse events that may be associate with the use of heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Under "attaching the sealed outflow graft to the pump", section 5 instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, subsection "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. The heartmate 3 lvas patient handbook, is also currently available. Both the IFU and handbook contain various sections regarding infection and how to prevent it. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was determined to be a duplicate. The investigation is being reported under MFR 2916596-2021-01750.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was explanted due to receiving a heart transplant.